Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer reports to have received a no delivery alarm during a bolus delivery due to high blood glucose. Customer's blood glucose was not given. Customer was not able to troubleshoot due to being at work. Customer was advised to change infusion set as soon as possible. No further information provided